Event description:
It was reported that " the guidewire was found kinked after opening the package." Prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " the guidewire was found kinked after opening the package." Prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Manufacturer narrative:
Qn#(B)(4). The report that the guide wire kinked was confirmed through examination of the returned sample. The customer provided three photos for analysis; the photos show the guide wire with a kink towards the distal j-bend. The customer returned one swg within its advancer and product lidstock for analysis. The product tray was not returned. No signs of use were observed on the returned sample. Visual analysis confirmed that there was one kink due to offset coils towards the distal j-bend of the guide wire. The distal j-bend was not misshapen and was intact. Microscopic examination confirmed the defect. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 10mm via calibrated ruler from the distal tip. The overall length of the guide wire measured 454mm via calibrated ruler which was within the specification of 449.2-458.8 mm per guide wire product drawing. The outer diameter (od) of the guide wire measured 0.436mm via calibrated micrometer which was within the specification of 0.432-0.457 mm per guide wire product drawing. Functional inspection was performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars/21ga introducer needle assembly to functionally test the guide wire. Resistance was met at the site of kinking, however; the undamaged portions of the guide wire passed through both components with minimal resistance. The instructions-for-use (IFU) provided with the kit warns the user, "do not use if package is damaged". Based on the condition of the guide wire, comments from the manufacturing unit and the customer report, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " the guidewire was found kinked after opening the package." Prior to use. There was no patient involvement.